Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the smart control stent was apparently 2 cm larger in length as described in the product box. A stent with 10cm of length was expected and using the flask of 10 cm as a reference, it was noted that the stent was higher. The material is implanted in the patient. There is no patient injuries. The product was stored according to labeling instructions. The procedure performed was an angioplasty of femoral superficial.